Manufacturer narrative:
The report of a pcu front case issue is confirmed based on the findings of class iii field correction. Customer issue was corrected by replacement of the front case. The device is used for treatment purposes. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer is replacing the front case. Customer states, "not communicating, buttons not working." The customer stated that there was no patient involvement.